Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The early sensor retirement alert ec1 was triggered after 85 day following insertion. The alert was confirmed in dms, and an RMA was issued for the replacement and return of the sensor. However, the sensor was not returned to senseonics by the time of complain closure. No further investigation was possible without the physical device returned for evaluation to confirm any device malfunction.